Event description:
A report was received from a user facility in (B)(6) stating: "aspiration blocked when extracting the crystalline fragments. No pt injury. They changed the pack".

Manufacturer narrative:
Device has been requested for eval however it has not yet arrived. Sterilization and lot history records were reviewed and no exceptions were found.